Manufacturer narrative:
The device manufacturer date is not available as the lot number is unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the plunger came through the back of the injector cartridge and the intraocular lens (iol) got stuck in the cartridge and damaged. There was no patient contact reported, injury or delay in the case. No other information was provided.

Manufacturer narrative:
Product evaluation: the cartridge was returned to the manufacturing site for investigation. A visual inspection was performed and the examination found the cartridge had a tube crack, with three protuberances. The tip of the cartridge was normal. The reported complaint was verified. Manufacturing record review: as there was no lot number provided for the cartridge, a manufacturing record review could not be performed. Additionally, a complaint history review could not be performed as the lot number was not provided. No product deficiency was identified. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges during use with the intraocular lenses and the required insertion requirements. All pertinent information available to abbott medical optics has been submitted.